Event description:
This vmsr report summarizes one malfunction event. It was stated on (B)(6) 2025, while doctor was working on child patient, bur slipped out of chuck from the handpiece, maxima elite mini l (B)(4), and cut child's cheek.